Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that defect-25091 was identified. The steps to reproduce were as follows: first, add the pbr tool and verify it. Next, start the operation flow with navigation (skip post. Elem. Correction). Next, change the view to the 'anatomy' view. Then, bring the pbr tool to the field of vision (fov) of the navigation camera. The warning message "only approved levels will be displayed while navigating this instrument." Should appear. The actual result was that the navigation was displayed with anatomy. The defect happened on the first entry to the case. The workaround noted was to go back to the post. Elem. Screen and return without any actions. The defect was reproduced on the system under 5.1.2.48 software version. There was no patient involvement.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2. H3, h6) analysis was performed for this event. In summary, a software defect was confirmed. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.